Manufacturer narrative:
Upon inspection the hrc technician plugged the power cord into the back of the compressor first before plugging into the main power supply and there was no sparking observed. It was additionally noted that the threads on the interface connector fitting on the submitted compressor were stripped. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. Although there was no injury reported, if the device were to spark during use it could lead to a serious injury or death, therefore hillrom is reporting this complaint.

Event description:
The customer alleged the device was plugged into outlet which caused electrical sparks. This incident was captured under hillrom complaint ref # (B)(4).

Event description:
The customer alleged the device was plugged into outlet which caused electrical sparks. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
Hillrom received a call from the patients daughter reporting low gas pressure, they had found water in the hose and when the unit was plugged into the outlet sparks were visible. The investigation into the root cause is ongoing. Hillrom has requested for the device to be returned for inspection. The investigation findings will be submitted in a supplemental report.